Manufacturer narrative:
Model number/ catalog number: sc-2316-50, serial number: (B)(4), batch/ lot number: 19018168, model/ catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.